Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During the procedure, the surgeon noticed one haptic was kinked and withdrew the ez-28 injector while it was partially in the pt's eye. Intervention was performed in order to enlarge the incision and suture the wound. A second (B)(4) intraocular lens was implanted successfully. The pt's prognosis is excellent with mild corneal edema. Reference MDR #: 1119279-2010-00064.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual inspection. Results revealed that the lens was present inside of the loading dock of the injector. Both haptics were bent. The lens damage was consistent with that of injector/handling related lens damage. Root cause: according to the surgeon, the lens damage was attributed to the lens having been loaded incorrectly into the injector.